Event description:
According to the available information, the 68-year-old patient had a protestectomy in (B)(6) 2022. The patient had stress urinary incontinence following the operation. He benefited from perineo-sphincter rehabilitation sessions without improvement. Installation of a virtue strip on (B)(6) 2023. Worsening leaks since the strip was placed. Pad test before the 100 gram strip and after the 800 gram strip. Staff decision: removal of the strip from the urethra and installation of an ams 800 [urinary control system].

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.